Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7544625. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00590. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7544625) became impeded in the proximal portion of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter ((B)(6) / 30989717) and could not be advanced nor withdrawn. After several attempts to adjust, the stent body became prematurely detached from the delivery wire and the stent body remained in the microcatheter. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On 28-aug-2023, additional information was received. The information indicated that the patient is 45 years old female. The location of the target aneurysm was the right internal carotid / posterior communicating artery. Adequate continuous flush had been maintained through the microcatheter. The stent / stent delivery system did not appear damaged. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was not another 4.5mm x 22mm enterprise® vascular reconstruction device and the replacement microcatheter was not another 150cm x 5cm prowler select plus (B)(6). The additional information confirmed there was no negative impact to the patient and there was no delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was found detached and deployed at the luer hub of the concomitant microcatheter. No damages were observed on the stent component or on the introducer. The distal end of the delivery wire was observed to be kinked. The stent component was inspected under a microscope. No abnormalities were observed on it (i.e., no broken struts, no kinks). Both ends of the stent were noted to be completely expanded. Dimensional analysis was conducted on the diameters of the introducer, retraction bump, and the marker band distance. All measurements were determined to be acceptable. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7544625. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated since the stent must still be attached to the delivery wire and inside the introducer in order to be able to perform a functional test; however, the premature detachment of the stent was confirmed based on the returned condition of the stent component. Although it is possible that procedural factors, including device manipulation, may have contributed to the reported failure, there is no indication that the issues reported in the complaint result from a defect inherently related to the device. The kinked delivery wire was not originally reported; therefore, it is concluded to be the result of manipulation of device during preparation for product return. Thus, it is not considered to be a contributing factor in the reported event. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00590. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00589 and 3008114965-2023-00590. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.